Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received notification from canada that a valve model 3300tfx29mm implanted in the pulmonary position was explanted after an implant duration of 6 years and 4 months for unknown reasons. A bioprosthetic valve was implanted in replacement.

Event description:
As per new information. Edwards received notification that a valve model 3300tfx29mm implanted in the pulmonary position was explanted after an implant duration of 6 years and 4 months due to endocarditis leading to severe stenosis. The infecting organism was cutibacterium acnes. As reported, the patient had two separate fully treated episodes of clinical endocarditis with severe valve stenosis after the second. The patient presented with recurrent fever and sweats, and suffered a pulmonary embolism secondary to the infective endocarditis. A valve model 3300tfx29mm was implanted in replacement. The patient was noted as to be doing well. He was discharged home and returned to work.

Manufacturer narrative:
The following sections were updated/corrected/added: b5 and h6 (clinical code, device code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: initially, it was reported that this valve implanted in the aortic position was explanted after an implant duration of 6 years and 4 months for unknown reason. However, through investigation it was learned that this valve was replaced due to endocarditis. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries, despite improvements in protheses types, surgical techniques, and infection control measures. Late onset of endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.